Event description:
A nurse indicated that on (B)(6) 2017 the patient in ICU bed 02 had a vtach event but no audible or visual alarm was provided at the bedside or the central. The customer stated that the alarm strip showed alarms at 14:08:14 and 14:08:47. There is no patient harm associated with the allegation against the bedside.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm for vtach was not provided audibly or visually at the bedside monitor on (B)(6) 2017 between 14:08:14 and 14:08:47. No patient harm was reported.